Manufacturer narrative:
Device evaluation: one used cadd extension set was received for investigation without its original packaging. During immediate inspection, no damage or anomalies were observed on the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Subsequently, the sample was subject to leakage testing by connecting the set to a hydrostat vessel and passing water through the set. During this testing, the reported issue was confirmed when leakage was observed from the air vent of the filter. Based on the investigation, the problem source for the confirmed leak was identified to be from the supplier. Smiths medical sent notification of this issue to the filter supplier.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension set is leaking just beneath the filter. No reported adverse effects.